Event description:
It was reported the single use aspiration needle after removal from the packaging, the plastic sleeves surrounding the needle was found to be cracked. The issue occurred inspection for use. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated field(s): d4, d8, h4, h6, h11. This supplemental report is being submitted to provide the results of the investigation. The device was not returned to olympus for inspection. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, a definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.